Event description:
It was reported that the "mage blacking out." This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.